Event description:
It was reported that the patient felt a vibratory alert and it was noted that the right atrial lead was dislodged. On (B)(6) 2014, the lead was repositioned. The lead dislodged again and was explanted and replaced on (B)(6) 2015. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.